Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer blood glucose reading was 3.6 mmol/l. Troubleshoot was performed. Customer stated pump error showed on the screen before critical pump error image. Customer stated the insulin pump was not physical damage. Customer advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly and motor assembly. Unable to confirm open book image due to blank display. Unit received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, stained keypad overlay, faded serial number label, cracked case(battery tube), cracked battery threads, cracked retainer and scratched case.